Manufacturer narrative:
Phone number: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported left side rupture, sonographic data suggesting rupture of the left breast implant, left heterogeneous with irregular edges, pain, free liquid at the level of the undulations of the capsule, and liquid between the external and internal capsule, type c breast tumor by acr, and simple cyst in left breast, radius 6 to 3cm from the nipple. Device remain implanted.